Event description:
(B)(4). This is the same patient as reports 2134265-2009-04344 & 2134265-2009-05966. The patient was enrolled in (B)(6) 2008. A type iii lesion was identified in the right carotid artery. The reference vessel diameter was 6.0mm and the lesion length was 8mm. There was 85% stenosis as measured via nascet. The target vessel was non-tortuous and 1+ calcification was present. There was no thrombus, no dissection, no ulceration and no pseudo-aneurysm present. Successful cerebral protection was provided through the use of the filterwire ex. There was successful use of the cerebral protection device. A 9.0mm/30mm carotid wallstent monorail was used. The carotid wallstent was successfully placed at the intended site. Pta was performed with the maverick balloon dilatation catheter. Asystole was observed peri-operatively. The asystole resolved without residual effects. Atropine 2.0 ui was administered during the procedure. No vasodilator was used. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure the carotid stent was patent and there 0% residual stenosis. The patient was asymptomatic and there were no complications less than 24 hours after the procedure. The patient had a follow up assessment in (B)(6) of 2008. The carotid stent was patent and there 0% residual stenosis. The patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.

Manufacturer narrative:
Date of event - 2008. (B)(6) 2008. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.